Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific crm received information that during a follow up visit, this atrial lead displayed increased threshold measurements and intermittent sensing. Lead dislodgement was confirmed by x-ray. A revision procedure was performed, the lead was removed and replaced. There were no adverse patient effects reported.